Manufacturer narrative:
As received, the lead was cut into two segments. Microscopic inspection of the lead body identified a kink on the lead body with all internal wires were broken, no electrical testing was not performed due to the observation of multiple broken / fractured wires. The broken/fractured wires are consistent with overstress the lead was subjected while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2021-00814. It was reported the patient's scs system was exhibiting high impedance on multiple lead contacts. One of the patient's scs system leads was replaced and the issue was resolved. It was undetermined which of the patient's leads was replaced, therefore, both leads are being reported.